Event description:
On (B)(6) 2012, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing three implants. The patient later complained of a recurrence of pain following a period of pain relief. On (B)(6) 2013, the surgeon removed two implants because he believed he saw lucency around the implants. On (B)(6) 2014, the surgeon performed a final revision surgery where he removed the last implant due to perceived micro motion.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, the most probable root cause is symptomatic late recurrence of symptoms. Part numbers: ifuse implants, p/n 7030-90, p/n 7035-90 and p/n 7055-90.